Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the cubie did not open. Upon investigation, a technical support specialist (tss) determined that no cubie was present in the location where the medication was assigned. Advised the customer that the pocket must be destocked to clear the assignment. The system functioned as intended after the technical support specialist guided customer.

Event description:
It was reported that when using the bd pyxis¿ es server cubie failed to open when trying to issue a medication as there was no cubie in the spot that the medication was assigned and the pocket need to be destocked to clear it. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.